Event description:
It was reported that 2 pen ndl 32g 4mm hp needles were unable to deliver insulin or medicine. The following information was provided by the initial reporter : the consumer reported that the pen needles are clogging part way through the injection so not receiving complete dose of insulin and blood sugar is unstable.   Date of event: unknown. Samples: available.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/11/2021. H.6. Investigation: customer returned a total of four 4mm, 32 gauge nano pro pen needles from lot 0253601. 2 had been opened and used while the remaining 2 had their teardrop labels intact. Each pen needle was attached to a test pen. Saline was pushed through the system and out the distal tip of the pen. No clogs were observed. Each of the returned pen needles functioned as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd was unable to replicate or confirm the customer¿s indicated failure of glucose level issues.

Event description:
It was reported that 2 pen ndl 32g 4mm hp needles were unable to deliver insulin or medicine. The following information was provided by the initial reporter: the consumer reported that the pen needles are clogging part way through the injection so not receiving complete dose of insulin and blood sugar is unstable.   Date of event: unknown. Samples: available.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 pen ndl 32g 4mm hp needles were unable to deliver insulin or medicine. The following information was provided by the initial reporter: the consumer reported that the pen needles are clogging part way through the injection so not receiving complete dose of insulin and blood sugar is unstable.   Date of event: unknown. Samples: available.